Manufacturer narrative:
Results: although photos have been received, they have not yet been evaluated. A device history record review was completed for batch# 7030506. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that a customer found 6mm bd ultra-fine ii¿ (short) self-contained insulin syringes packaged in the intended 8mm bd ultra-fine ii¿ (short) self-contained insulin syringe bags. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned photos of 1/2cc syringes with a shelf carton from lot # 7030506. Customer states that the customer found 6mm syringe individual bags that was supposed to be all 8mm length. The customer also stated that a possible mix could have occurred at the pharmacy. As per manufacturing, a review of the device history record was completed for batch# 7030506. All inspections and challenges were performed per the applicable operations qc specifications. There were (2) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed.